Event description:
When an operator of the linear accelerator, used for radiation therapy, picked up the hand control used for controlling the machine's motion, the machine began moving in unexpected ways. The gantry rotation, table lateral, and table rotation motions simultaneously occurred. The pt on the table was being driven toward a collision with the treatment head. Another operator in the room depressed an emergency off switch, which stopped all motions and prevented likely pt injury.